Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump display was not blank. However, the insulin pump was received with cracked and bleeding display glass. No cosmetic damage was noted.

Event description:
Customer reported that their insulin pump was dropped and half of the screen was black. Customer's current blood glucose reading is 156 mg/dl. No further information reported.